Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in an adult female patient who had essure (ess205) (batch no. 12290461 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: iud. Concomitant products included bupropion (wellbutrin) since (B)(6) 2005, medroxyprogesterone acetate (provera) since (B)(6) 2005 and norethisterone (micronor) since (B)(6) 2005. In (B)(6) , the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery ((B)(6) 2013, transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device was. Then loaded and advanced into the left fallopian tube. Upon advancing the device there was noted to be slight recoil of the device backwards into the uterine cavity. This raised the suspicion of a possible pre-existing left tubal occlusion. This should be sufficient to ensure tubal blockage. Leave taken from this job or other job for medical reasons-hysterectomy/essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: full tubal occlusion / correct essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received- outcome of dysmenorrhoea updated to recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in an adult female patient who had essure (ess205) (batch no. 12290461, 12280880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: iud. Concomitant products included bupropion (wellbutrin) since (B)(6) 2005, medroxyprogesterone acetate (provera) since (B)(6) 2005 and norethisterone (micronor) since (B)(6) 2005. In 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). On (B)(6) 2005, the patient had essure (ess205) inserted. In june 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery ((B)(6) 2013, transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device was. Then loaded and advanced into the left fallopian tube. Upon advancing the device there was noted to be slight recoil of the device backwards into the uterine cavity. This raised the suspicion of a possible pre-existing left tubal occlusion. This should be sufficient to ensure tubal blockage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-dec-2005: full tubal occlusion / correct essure placement . Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received an event " dysmenorrhea (cramping)" is added. Onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in an adult female patient who had essure (ess205) (batch no. 12290461, 12280880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: iud. Concomitant products included bupropion (wellbutrin) since 29-dec-2005, medroxyprogesterone acetate (provera) since 19-sep-2005 and norethisterone (micronor) since 8-sep-2005. In 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). On 22-sep-2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (she underwent a pelvic surgery). Essure (ess205) was removed on 18-jan-2013. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device was. Then loaded and advanced into the left fallopian tube. Upon advancing the device there was noted to be slight recoil of the device backwards into the uterine cavity. This raised the suspicion of a possible pre-existing left tubal occlusion. This should be sufficient to ensure tubal blockage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-dec-2005: full tubal occlusion / correct essure placement most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" were added. Lot number was added. Product implant and explant date was added. Lab data was added. On 29-mar-2018: fu1 and fu2 were proceed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in an adult female patient who had essure (ess205) (batch no. 12290461 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: iud. Concomitant products included bupropion (wellbutrin) since (B)(6) 2005, medroxyprogesterone acetate (provera) since (B)(6) 2005 and norethisterone (micronor) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery ((B)(6) 2013, transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device was. Then loaded and advanced into the left fallopian tube. Upon advancing the device there was noted to be slight recoil of the device backwards into the uterine cavity. This raised the suspicion of a possible pre-existing left tubal occlusion. This should be sufficient to ensure tubal blockage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: full tubal occlusion / correct essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device') in an adult female patient who had essure (ess205) (batch no. 12290461,12280880 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: iud. Concurrent conditions included adenomyosis, nabothian cyst and cervix inflammation. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2005, medroxyprogesterone acetate (provera) since (B)(6) 2005 and norethisterone (micronor) since (B)(6) 2005. In 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery ((B)(6) 2013, transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown and the dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the essure device was. Then loaded and advanced into the left fallopian tube. Upon advancing the device there was noted to be slight recoil of the device backwards into the uterine cavity. This raised the suspicion of a possible pre-existing left tubal occlusion. This should be sufficient to ensure tubal blockage. Leave taken from this job or other job for medical reasons-hysterectomy/essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: full tubal occlusion / correct essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporter's information added.medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device') in an adult female patient who had essure (ess205) (batch no. 12290461-inv,12280880-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: iud. Concurrent conditions included adenomyosis, nabothian cyst and cervix inflammation. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2005, medroxyprogesterone acetate (provera) since (B)(6) 2005 and norethisterone (micronor) since (B)(6) 2005. In 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery ((B)(6) 2013, transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown and the dysmenorrhoea had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the essure device was. Then loaded and advanced into the left fallopian tube. Upon advancing the device there was noted to be slight recoil of the device backwards into the uterine cavity. This raised the suspicion of a possible pre-existing left tubal occlusion. This should be sufficient to ensure tubal blockage. Leave taken from this job or other job for medical reasons-hysterectomy/essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: full tubal occlusion / correct essure placement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). The patient was treated with surgery (she underwent a pelvic surgery in (B)(6) 2016). At the time of the report, the device dislocation and dyspareunia outcome was unknown. The reporter considered device dislocation and dyspareunia to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.